Event description:
Customer reported that on (B)(6) 2011, at 9:08 am his blood glucose was 493 mg/dl, so he took a 5 unit bolus dose of insulin. He took a second bolus of 7 units at 11:50 am, but did not cite a blood glucose result at that time. At 1:07 pm he deactivated the device and observed that there was a bend in the cannula which he thought could have been because it wasn't inserted properly (although he did not report observing the cannula out of his skin). He also said that the "felt insulin running down" his back while the product was being worn there. He felt better after he activated a new device.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine whether some malfunction or mfg defect may have contributed to the reported high blood glucose. The customer did report dripping down his back, where the device was worn, which he thought was insulin and believed to be because the cannula was not inserted properly or had slipped out. If this occurred, it would interrupt insulin delivery and contribute to high blood glucose. This condition cannot be confirmed in the lab event if the device were to return at a later date. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia." It advises that "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."